Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85%-90% stenosed target lesion was located in the severely tortuous and non-calcified right coronary artery. A 16x3.00mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The physician tried to cross the device for several times but it was still unable to cross the lesion and the shaft got kinked and broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that the shaft broke at around 50-60cm from the hub and was manually removed from the patient.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85%-90% stenosed target lesion was located in the severely tortuous and non-calcified right coronary artery. A 16x3.00mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The physician tried to cross the device for several times but it was still unable to cross the lesion and the shaft got kinked and broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that the shaft broke at around 35-40 centimetres from the hub and was manually removed from the patient.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 16 x 3.00mm stent delivery system was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 505mm distal to the distal end of the strain relief. A visual examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85%-90% stenosed target lesion was located in the severely tortuous and non-calcified right coronary artery. A 16x3.00mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The physician tried to cross the device for several times but it was still unable to cross the lesion and the shaft got kinked and broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.